Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. Noise reversions were also noted. Programming changes were performed. Patient condition was stable and would continue to be monitored.